Event description:
Title: complication rates in very low and extremely low birth weight infants following laparotomy: a prospective study. Between january 1, 2020 to may 1, 2022, they conducted a prospective observational study of infants < 1.5 kg (kg) undergoing laparotomy. Patients were grouped by weight and closure; sso rates were computed and the association tested using fisher¿s exact test. They identified 59 patients and 104 total operations. At initial surgery, 37 patients weighed < 1 kg (elbw); 22 patients weighed 1¿1.5 kg (vlbw). The median gestational age was 25 weeks (range: 22¿32) and the mean weight at surgery was 1.22 kg (± 0.97). Fifty-two percent of infants were male. This study were treated with vicryl, polydioxanone (pds), monocryl, silk and prolene sutures. The mean follow-up period was unknown. The following events cannot be ruled out as complaints: patient information: vicryl, polydioxanone (pds), monocryl, silk and prolene sutures. >very low birthweight (vlbw). -(n=1) skin dehiscence. -(n=1) stitch abscess. -(n=2) surgical site infection. -(n=2) any surgical site occurrence. > extremely low birthweight (elbw). -(n=5) skin dehiscence. -(n=1) fascia dehiscence. -(n=1) incisional hernia. -(n=4) initial ostomy complication. -(n=6) any surgical site occurrence. >single-layered closure. -(n=18) surgical site occurrence. >two-layered closure. -(n=2) surgical site occurrence. *no treatment mentioned for all the adverse events reported. In conclusion, sso rates are higher for elbw infants undergoing laparotomy, and fewer complications follow two-layer closure. However, these findings did not reach statistical significance. Further studies are needed to identify modifiable factors to reduce postoperative complications in these infants.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. An attempt has been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. H6 clinical code: e2402 ¿ initial ostomy complication, "any surgical site occurrence." The single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured via 2210968-2024-02624, 2210968-2024-02625, 2210968-2024-02626, 2210968-2024-02627. Citation: pediatric surgery international, (2023); 39 (237):1-6. Https://doi.org/10.1007/s00383-023-05520-z.